Event description:
The patient had a history of ventricular tachycardia (vt) prior to left ventricular assist device (lvad) therapy. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to ventricular tachycardia (vt). Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy was performed. It was unknown if the pump was explanted and would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues with the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) were reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.